Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with missing display window, cover, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump passed displacement test, active current measurement, sleep current measurement, and self test. Insulin pump properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No battery or power anomalies noted during testing. However, insulin pump received with low resistance path on j6 connector resistance.

Event description:
Information received by medtronic indicated that the insulin pump had battery issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.